Manufacturer narrative:
The reported issue of ¿battery faulty will not turn on despite being pugged in" could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 22dec2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, ¿battery faulty will not turn on despite being pugged in" no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's cmdsnet program report from health (B)(6) which states, ¿battery faulty will not turn on despite being plugged in" no patient involvement.